Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed all testing with no faults found. The reported issue could not be confirmed. In addition, lifescan conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) USA alleging that their onetouch ultra2 meter was reading inaccurately erratic. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow up call with the patient. The patient stated that the alleged inaccuracy issue occurred on (B)(6) 2017. At this time the patient obtained blood glucose results of ¿197, 142 and 171mg/dl¿ with the subject meter within 20 minutes of one another. Based on statistical methodology, the calculated difference of these glucose results meets lfs¿ criteria for precision. The patient manages their diabetes with a combination of medication including humalog, lantus, victoza and glucosone and took their normal dosage of insulin based on the subject meter results. Sometime later on the same day the patient developed the symptom of ¿lethargy¿ and described having an ¿insulin crash¿. In response to this the patient informed the mss that they self-treated by consuming some food right away. The patient did not have a backup meter to measure their blood glucose on at this time but measured their blood glucose on the subject meter with a result of ¿<70mg/dl¿ being obtained. At the time of troubleshooting the customer care advocate noted that unit of measure was set correctly on the subject meter and an approved sample site was being used. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because the patient reportedly developed signs/symptoms that meet lfs¿ criteria for a serious injury adverse event after taking an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter.